Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate 3 patient, indicated for destination therapy, had left ventricular assist device complications including right ventricle failure (rv). On (B)(6) 2025, emergency medical services (ems) responded to a 911 call and the patient was found unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. The left ventricular assist device (lvad) was confirmed to be on with the green pump running symbol on. Advanced cardiovascular life support (acls) was provided. There were multiple calls back and forth with ems for device management. The patient was back in cardiac arrest when the patient arrived at the hospital. Log files were sent for review. There were emergency backup battery faults starting (B)(6) 2025 at 23:45 and continued until the driveline was disconnected on (B)(6) 2025 at 00:07. It appeared the ebb failed the load test which resulted in the faults. The system controller was exchanged on (B)(6) 2025 in the setting of the ebb fault alarm. Log files were sent from the other controller captured low voltage hazard and no external power events on (B)(6) 2025 at 14:06 and 14:08 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the ebb in the controller until the power was restored to the mpu. Both power leads were also disconnected when switching from battery power to mpu on (B)(6) 2025 at 14:09 causing no external power events. There was also a period of low flow events from 14:08 through 14:55 which captured a range of low flow events from 0.6 liters per minute (lpm) to 3.1 lpm along with variable pulsatility index events. The driveline was disconnected on (B)(6) 2025 at 14:55. Per the site, there was a plan for device removal. Per the site, the equipment was placed in the lvad storage room.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured two no external power alarms on 06jul2025 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased leading up to the alarms. The alarms resolved when power was restored to the system. No other notable events regarding the mpu were observed, and the pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.